Event description:
The patient reported receiving a message of expired readings when attempting to use the cgm (continuous glucose monitor) sensor value in the smartbolus calculator. She stated she then attempted to deliver a manual bolus, and the system would not deliver her manual bolus either. She reported only being able to deliver a manual bolus after rebooting her omnipod 5 controller. She reported this has happened on more than one occasion. No impact to the patient's blood glucose levels was reported. No medical attention was required.

Manufacturer narrative:
In the case description, the user mentioned being unable to deliver manual boluses and frequently receiving values expired messages. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found evidence that the user was able to press the bolus button to open the bolus calculator and was able to confirm and start bolus delivery after programming. The logs showed that the user was able to program, confirm, and deliver multiple boluses on and around the date of occurrence with no evidence of issues. The logs showed that the user was receiving values expired messages. These messages were due to the pod insulin on board (iob) values being invalid and the controller needing to receive updated values. The user was able to acknowledge these messages and continue using the bolus calculator. Review of the available log files was unable to determine if the bolus button was ever pressed with no response from the controller after the press or the exact cause of the iob values being expired after the user loads into the bolus calculator. The exact cause of the reported event could not be determined. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.